Manufacturer narrative:
Event date: exact date unknown, event occurred the day the device was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 5161291 / 7074015. Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 25981982.

Event description:
It was reported that the patient was experiencing discomfort and warmth during charging. The patient underwent an explant procedure and the explanted device components were not returned as per hospital policy.